Event description:
It was reported that an unspecified malfunction alarm occurred. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. Additionally, it was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. There was no adverse impact to the customer¿s blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.